Event description:
It was reported that charging was unreliable and required connector adjustment to start charging. No information was provided regarding impact to the customer¿s blood glucose level. Patient declined further troubleshooting, so technical support documented reported issue and closed case with no additional action.